Event description:
The end-user claims he was driving his new q7 on a bike path along the river. The path had many uneven surfaces. He went down a slight grade, approx 15 mph, when his front casters started wobbling and his chair flipped over sending him to the ground. End user claims he broke his rib and re-injured his back, but stated he did not seek medical attention.

Manufacturer narrative:
Per the complaint, the end user admitted he was riding on an uneven bike path along a river, which is not the intended use for this wheelchair. Please see the pages taken from the user's manual for the quickie q7 wheelchair noting multiple warnings about misuse. The dealer inspected the chair and did not find anything broken or cracked. They resolved the issues through adjustments to the chair. The end user was satisfied with the response to this incident. This investigation is closed, no f/u report will be filed.